Manufacturer narrative:
Technical services discussed possible reasons for the high impedance measurements and further troubleshooting techniques. The available information suggests this device remains in service. The local area sales representative was contacted for further information. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements greater than 125 ohms. The patient was seen in clinic. A minimum and maximum energy shock were delivered yielding measurements of 108 ohms and 106 ohms respectively. Following testing shock impedance measurements greater than 125 ohms were observed. No adverse patient effects were reported.